Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a hole in the cuff, the device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for balloon is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed that the cuff shell was worn at a fold. Leakage testing indicated that the cuff had fluid loss due to wear at a fold along the lateral edge of the cuff shell toward the cuff tab. The pump and balloon were tested and successfully passed visual inspection, leakage testing, and functional testing. Based on the information available and the analysis results, the allegation of a mechanical issue and hole/perforation was most likely attributed to fluid loss from wear at a fold along the lateral edge of the cuff shell toward the cuff tab, as confirmed by testing. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a hole in the cuff, the device was explanted and replaced. There were no patient complications.